Event description:
The customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer reported the symptom of sweating, and was unable to self-treat. The customer was treated with grape sugar (dextrose) and soda by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a reader to perform a linearity test. The reader did not display the signal loss message and all results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer reported the symptom of sweating, and was unable to self-treat. The customer was treated with grape sugar (dextrose) and soda by his wife. There was no report of death or permanent injury associated with this event.